Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010, including two leads (with the same lot number). It was reported the pt's programmer would not increase in amplitude. The sjm rep met with the pt and determined the pt had some high impedance contacts. The pt was reprogrammed, received effective coverage.